Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the patient's operation, air kept coming up from the throat, so the device was replaced and the operation proceeded. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 21-oct-2025. H3: one used sample was received for evaluation. Visual inspection was performed, and no damage or anomalies were identified. The sample was leak tested as per quality procedure with a test pressure of 0.95 psi for 10 seconds using an air source. In order to facilitate leak detection, the sample was submerged underwater to detect air leakage and a leak was observed from the trach surface, alongside the inflation line path. Damage to the trach surface was observed. The complaint of leakage can be confirmed. The probable cause is unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.